Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012 at 11:30pm. The patient's testing frequency and usual blood glucose range is not known. The patient manages his diabetes with novolog via insulin pump. According to the csr's documentation, 30 minutes prior to the start of the reported meter issue, the patient reportedly was experiencing symptoms of low blood glucose (specifying shaking and not feeling well). The patient's previous blood glucose result (with the subject meter) prior to the onset of his symptoms, is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. At the time of the alleged issue, the patient reportedly obtained blood glucose readings of "323mg/dl" with the subject meter and "263mg/dl" with the aviva meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr's documentation, in response to the reported readings, the patient's mother administered an unspecified increased dose of novolog insulin five minutes later (based on the patient's carbohydrate intake and readings). It is not known if the patient's blood glucose was tested with the subject meter after receiving treatment and it is not clear if the patient's symptoms progressively worsened. Per csr notes, after midnight the patient's grandmother gave him a quarter cup of soda (15 grams) and the patient felt better at an unknown time later. It is not known if the patient's blood glucose was retested with the subject meter after his symptoms improved. The reporter denied testing the patient with another device after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The csr noted the reporter performed a quality control solution test that passed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: although the patient's symptoms occurred prior to the start of reported meter issue, the patient's blood glucose reading with the subject meter did not correlate with the patient's symptoms. In addition, the patient's mother reportedly administered insulin based on the blood glucose result; however, the patient's symptoms allegedly did not improve until he received additional treatment (soda).

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis (pa) respectively on (B)(6) 2012 and (B)(6) 2012 with the following findings: the meter and test strips passed all testing with no faults found; the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.